Manufacturer narrative:
Additional information: a review of test samples completed satisfy specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a procedure it was intended to use one euphora rx ptca balloon catheter to treat a mildly tortuous, mildly calcified lesion with 70% stenosis located in the proximal left anterior descending (lad) artery. There was no damage noted to the packaging. There were no issues noted when removing the device from the hoop. The device was inspected with issues noted. Negative prep was performed with no issues. It was reported that after opening the package the stylet was found stuck with the catheter lumen and it was unable to be removed. It was also stated that the stylet handle had a sharp edge which broke through a staff members glove. The device was not used in the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the device was not flushed in the hoop/placed in a bowl of saline to activate the hydrophilic coating. Force was not used when removing the protective sheath/packaging stylette and it was done in the usual way. An attempt was not made to load the balloon onto the guidewire. The device was not attempted to be used in the patient after the issue occurred. There was no injury to the staff member as a result of this but the operator¿s hand had been contaminated. It was later reported that the issue was identified prior to negative prep being performed. . Initial reporter's full name image analysis: one video was received from the account. A still image taken from the video appears to show a stylette stuck in the balloon of the euphora device. Necking is also evident on the proximal balloon bond. Product analysis the device was received for analysis. The device returned with the stylette partially loaded in the catheter. Approximately 18mm of the stylette was exposed. The sheath was off the balloon. Necking was evident to the balloon bond and to the distal tip. It was not possible to remove the stylette. The distal tip was cut longitudinally, and it was then possible to remove the stylette. Kinks were evident on the stylette. Residue was visible on the section of the stylette that was inserted into the catheter. No deformation was evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.